Event description:
The customer reported via phone call that he had a motor error alarm on the insulin pump. Customer's blood glucose was 334 mg/dl. Customer stated that his blood glucose was high due to cortisone shots. Customer stated that he does not use the sensor feature on the pump. Customer stated that they are able to complete the rewind sequence. Customer was advised that the pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan. Customer declined to troubleshoot for the no delivery alarm due to the pump being replaced.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with no motor error alarm and passed the motor test. No unexpected excessive no delivery alarm. No e70 alarm on alarm history screen. The insulin pump passed rewind, basic occlusion, occlusion, prime/a33, excessive no delivery alarm and displacement tests. The insulin pump has minor scratched lcd window, cracked case near the display window corners and cracked reservoir tube lip.